Event description:
It was reported that the insulin pump alarmed no delivery multiple times during bolus attempts since the day prior. The blood glucose reading was 544 mg/dl. The customer stated that previously he had had issues with no delivery alarms which had been resolved by removing the reservoir, performing manual prime with the plunger, and reinserting the reservoir for insulin pump use; no alarms went off. He noted that he had not tried all remedies. Advised the customer to try all remedies to prevent recurring alarms. It was found that the infusion set cannula was bent. Customer is returning the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.